Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence during ongoing use of the device, as it was not working as expected, leading to a replacement procedure. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported and the outcome was good.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical symptoms cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the aus IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence during ongoing use of the device, as it was not working as expected, leading to a replacement procedure. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported and the outcome was good.